Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is unresponsive. All other keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the ok keypad button is unresponsive. There is no additional information available at this time. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.